Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic left heart catheterization procedure. Reportedly, the lever was attempted to be returned to its original position, but the device was stuck. The lever was lifted and closed again but same effect. Finally on the third attempt the foot plate was closed and the device was successfully removed. There was no tissue damage reported. Hemostasis was achieved with the sutures of the same device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.